Manufacturer narrative:
The technician lubricated the side rail latch and replaced the latch cover to repair the bed.

Event description:
Info received indicates the left head side rail is not latching.